Event description:
A customer reported that in 2007, at approximately 2.00 pm whilst at work, they obtained a reading of 6 mmol/l which was higher than they felt, on their freestyle flash blood glucose monitoring system. It was reported that as a result of this meter reading the customer did not take their medication. Subsequently the customer then felt unwell and fell in and out of consciousness so called an ambulance. When the paramedics arrived, they obtained a reading of 1.0 mmol/l on their own meter and therefore gave the customer some lucozade. No other medical intervention was required.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed and no new issues were observed. All results were within range specifications and no errors were observed during control solutions testing.